Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 459 mg/dl and the other blood glucose level was 489 mg/dl. Customer stated that the high blood glucose level was treated with manual injection. Customer stated that the insulin pump had sensor expired alert, calibration not accepted alert and change sensor alert. Customer declined for troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.